Event description:
It was reported that the part of the reservoir that screws into the tubing connector is too small and the connector cannot be attached to the reservoir.

Manufacturer narrative:
Inspected several opened reservoirs and found the snap cap and septum missing. Leakage will occur.